Event description:
A journal article was reviewed that contained information regarding this lead. The patient presented with worsening shortness of breath. A radiograph of the patient's chest indicated the lead and "displaced" and the device had a "spontaneous twist" of its location. The lead had wound around the device. The device and the lead were replaced. Additional information received through follow up indicated that the lead "displaced" due to the patient's vein size being too large. There were no reported issues with the can. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: (B)(4) .

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "an unusual case of cardiac resynchronization therapy non-responder: the reel syndrome." Europace. June 1;12(6):778.